Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment regarding the analyzer. The analyzer passed all functional and system tests. However, it was indicated that the analyzer's patient connector had disturbed pins, and due to the condition of the connector and the lack of parts to repair, the analyzer was to be scrapped.

Event description:
It was reported that during a maintenance check, the analyzer produced a loss of communication error message. The analyzer was returned for service and testing and calibration. There was no patient involvement.